Manufacturer narrative:
E1: customer (person) name/address/phone = unknown. E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while checking devices during receiving, small fragments were noted inside the package of a 'flexor ureteral access sheath and dilator'. There was no patient involvement.

Manufacturer narrative:
Correction: d4: model # = gpn #. Investigation ¿ evaluation: as reported; while checking devices during receiving, small fragments were noted inside the package of a 'flexor ureteral access sheath and dilator'. There was no patient involvement. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), were conducted during the investigation. Visual inspection of the returned complaint device(s) was also conducted. One flexor ureteral access sheath and dilator was returned for investigation in unopened packaging. A small black speck was observed embedded in tyvek and measured 0.03mm2 on tappi chart. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The complaint was confirmed based on the returned packaged device. Based upon the available information, and results of the investigation, cook has concluded that the cause for the complaint is customer dissatisfaction. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.